Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device check in clinic it was noted that the patient received inappropriate anti tachycardia pacing therapy (atp) for an svt. The patient remained in af after the atp treatment but it slowed the rate down below the vt detection. The device was reprogrammed. The patient was going to be treated with medication and was discharged home.